Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced. Device discarded.

Manufacturer narrative:
Continued h6. Health effect impact code: f2203. A review of the device history record has been completed. No deviations or non conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.